Event description:
Mynx balloon ruptured. This is a closure device that was tested prior to insertion in the patient and when the physician was trying to inflate the balloon it appeared to not be working. When the physician removed the device it was noted that the balloon had ruptured. No injury to patient.